Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead triggered by high rate non-sustained episodes and sensing integrity counter (sic). It was also noted that there was undersensing on the rv and right atrial (ra) leads. The leads remain in use. No patient complications have been reported as a result of this event.